Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that, "the p1 not working and the patient goes in defibrillation". Additional information received indicated that, during the procedure there was a problem with pressure channel 1 (p1), the customer switched to pressure channel 2 (p2), but when the customer tried to change the macro, the system went back to pressure channel 1 (p1), and at that moment the patient went into fibrillation. The patient was successfully defibrillated, the procedure was completed and there was no lasting impact to the patient reported as a result of this issue.

Manufacturer narrative:
H10: the xper flex cardio 2010 device s/n: (B)(4) involved in the reported incident was returned to the philips andover facility for further evaluation. A visual inspection of the device found that the front panel was not assembled to the unit. The unit was reassembled and put through an initial safety test, functional test, and manual test, all tests passed. During this initial evaluation, a mechanical issue was noted with connector p1 (it had a clicking sound) which was further investigated. It was concluded that the mechanical issue did not affect the electrical function of the connector. The unit was left running overnight and was reportedly working fine the next morning, even the mechanical issue (clicking sound) had gone away. The device was then set up to run over the weekend. Device testing was completed over the next several days and the device passed all functional testing performed and the customer reported issue was not experienced. The device failed to work as expected by the customer. To resolve the issue, the customer was provided with a replacement flex cardio device. In house evaluation of the returned device was not able to duplicate the reported failure. The returned device was scrapped following the evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.